Manufacturer narrative:
(B)(4). D10 - medical product: unknown tibial component catalog # unknown lot # unknown. Unknown articular surface catalog # unknown lot # unknown. G2: united kingdom. H6: suggested component code: mechanical (g04) - femur. Multiple MDR reports were filled for this event: 0001822565-2024-00362 and 0001822565-2024-00363. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product location unknown.

Event description:
It was reported patient underwent a revision procedure due to unknown reason. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Updated. D10 - medical product: stemmed nonaugmentable tibial component catalog # 00598603702 lot # 64021333 articular surface catalog # 00596403210 lot # 64061393. Palacos r+g bone cement x 2 catalog # 66017569 lot # 89864713 all poly petella catalog # 00597206532 lot # 64093773.

Event description:
It was reported patient underwent a revision procedure due to lucency. During the procedure noted osteolysis and failure to osteointegrate. Up revision it was noted that there was massive osteolysis, tibial component loose and removed with no debridement of cement and no cement attached to baseplate, femoral component well fixed and excised with minimal bone loss. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3007963827.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3007963827.